Event description:
It was reported that a malfunction alarm occurred. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.